Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, pro9400b hall titan reciprocating saw battery handpiece was being used on approximately (B)(6) 2021 during a total hip procedure and was reported as ¿unit runs on it own.¿ there was no injury or impact to the patient. Further assessment found that the saw was in the doctors hand above the mayo stand when it auto-activated. The saw had been previously used for a few seconds. The procedure was completed without a delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. Customer event ¿unit running on its own¿ was confirmed based on device evaluation. Examination of the returned used device found the reason for failure is moisture intrusion. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: ner clean equipment in an ultrasonic cleaner. Gently shake the equipment free of water and wipe surfaces with a clean, lint-free towel. Perform functional checks according to section 2.6 preoperative functional test. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, pro9400b, hall titan reciprocating saw battery handpiece was being used on approximately (B)(6) 2021 during a total hip procedure and was reported as ¿unit runs on it own.¿ there was no injury or impact to the patient. Further assessment found that the saw was in the doctors hand above the mayo stand when it auto-activated. The saw had been previously used for a few seconds. The procedure was completed without a delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, (B)(4), hall titan reciprocating saw battery handpiece was being used on approximately 13dec21 during a total hip procedure and was reported as ¿unit runs on it own.¿ there was no injury or impact to the patient. Further assessment found that the saw was in the doctors hand above the mayo stand when it auto-activated. The saw had been previously used for a few seconds. The procedure was completed without a delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.